Manufacturer narrative:
On 1-aug-2025, additional information was received indicating the complication was noticed after the case but is believed to have happened before ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a left sided idiopathic premature ventricular contraction (pvc) cardiac ablation procedure with a qdot micro catheter and the patient experienced cardiac perforation treated with pericardiocentesis. During a left sided idiopathic pvc case, a cardiac perforation was noticed. The event was noticed and confirmed on the ultrasound machine. Pericardiocentesis was performed on the patient. The injury did not occur during the ablation. They believe the injury was caused when they tried mapping in the coronary sinus (cs) and may have pushed a little too hard. The patient was stable and discharged home. Additional information was received indicating the event occurred during the procedure, however, it was not noticed until after the procedure. The physician¿s opinion on the cause of this adverse event was mapping with the ablator in the cs, and patient coughing. The outcome of the adverse event was that the patient fully recovered. The patient did not require extended hospitalization. Two catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. Delivered energy was radio frequency (rf). No ablations were performed within/outside the pulmonary veins.

Manufacturer narrative:
It was reported that during a left sided idiopathic premature ventricular contraction (pvc) cardiac ablation procedure with a qdot micro catheter and the patient experienced cardiac perforation treated with pericardiocentesis. During a left sided idiopathic pvc case, a cardiac perforation was noticed. The event was noticed and confirmed on the ultrasound machine. Pericardiocentesis was performed on the patient. The injury did not occur during the ablation. They believe the injury was caused when they tried mapping in the coronary sinus (cs) and may have pushed a little too hard. The patient was stable and discharged home. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).